Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance plus blood collection tube, the blood flow was slow leading to underfill but when a syringe was used the blood came out quickly and easily. No patient impact reported.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance plus blood collection tube, the blood flow was slow leading to underfill but when a syringe was used the blood came out quickly and easily. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device evalution by manufacturer? Yes d9: returned to manufacturer on: 25-mar-2025 investigation summary bd received two samples for investigation. These samples underwent functional tests, including simulating the blood drawing method and weighing the tubes on a calibrated balance. It was determined that all tubes tested, including the two initially received and eighteen retains, drew water within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.